Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited a b30 error. The issue was found during set up. There were no reports of patient harm.

Event description:
No new information

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image has disappeared, error e216 occurred and connecting tube has coating peeling. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic problem and degradation problem. Olympus will continue to monitor field performance for this device.